Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump was alarming no disposable. Per reporter, the tubing was clamped and cassette removed, cassette was tapped on hard surface and reattached, tubing unclamped and attempted restart but the stop/start button did not register when depressed. Per reporter, they confirmed that the next button did register, but the stop/start and on/off button did not appear to be functioning. Troubleshooting was unsuccessful. Rate 2, reservoir volume 10.3, given 81.75. Units were not provided. Per reporter, this event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.